Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600i instrument was generating "no fluid detected at sample dispense" and "cc cuvette not dry at reagent dispense" errors. The customer found a loose reagent syringe leaking from the reagent probe. The leak was contained to the instrument. In addition, no erroneous results were generated related to this event.

Manufacturer narrative:
No service was performed by beckman coulter, inc. Service personnel. The customer resolved the issue by tightening the reagent syringe connection to the t-valve. Upon recur, a leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4). Customer resolved the issue.